Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va081xx, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had experienced urinary tract infection since the end of (B)(6). The patient had medication she takes whenever they occur. The patient used to get them before but the patient stated she attributes it now to her stress. Otherwise, her urinary symptoms seemed to be doing well. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that in (B)(6) 2014 the patient started having a urinary tract infection.the patient has an appointment with the doctor on wednesday for a kidney scan. The patient was wondering how to turn her ins on/off. The patient was on program 1 at 4.5 and the ins was on.

Event description:
Additional information was received which noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014, over the phone. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient noted that if they have more questions, they will call again, as the call was most helpful.